Event description:
On 03/08/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's rt groin. The procedure was reportedly without complication. On 03/23/1998 the pt presented at a different medical hospital for a radiology procedure; examination found the pt's pulses were not palpable in the rt dorsalis pedis and posterior tibial arteries. Doppler studies were performed which revealed rt aortoiliac occlusion of the rt common femoral artery as well as the distal external iliac artery. Films taken identifed an occlusion at the angio-seal site, and also the presence of peripheral vascular disease. On 03/30/1998 the pt underwent a rt ilio-femoral bypass and orificial profundaplasty. At the time of surgery the common femoral artery was observed to be occluded up to the level of the inguinal ligament. Dense adhesions between the rt common femoral artery and the surrounding tissues were also observed. The vessel was repaired and flow restored; palpable pulses were noted in the rt "sfa" as well as in the rt profunda femoral artery following the repair. As of 05/14/1998 there has been no further report of complication or pt sequelae made to the MFR.